Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water leaked from near the funnel or near the connection with the bag.

Manufacturer narrative:
Initial reporter name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water leaked from near the funnel or near the connection with the bag. Per follow up information received via ibc on 28jul2025, stated that it was believed that the leak was from the connection between the shaft and funnel sections.

Manufacturer narrative:
The reported event was unconfirmed. Photo sample evaluation: received (4) photo samples. Visual evaluation of the photo samples noted an opened used temp-sensing foley catheter with syringe. Verified material number for catheter 119314 and manufacturing lot number ngjx0313. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Sample evaluation: received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjx0313. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and no leakages were present. However, asymmetrical balloon observed with balloon concentricity 100:0. The catheter balloon was to deflate 1ml within 5 minutes using return syringe. Once again, catheter was filled with 10ml of mbs using in house syringe and no leaks present. It was able to deflate liquid within 5 minutes using in house syringe under 2min 01sec. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections made to tab f. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water leaked from near the funnel or near the connection with the bag. Per follow up information received via ibc on 28jul2025, stated that it was believed that the leak was from the connection between the shaft and funnel sections. Per notification from investigator on 13jan2026, it was reported that asymmetrical balloon and difficult to deflate against returned syringe was found during sample evaluation on 24sep2025.